Event description:
Implant date 11/8/72. Rptr experienced breast wound, inflammation and drainage, constipation and diarrhea, breast pain and tenderness, back and calf pain, stomach ulcers, fatigue, arthritis and "symptoms," joint swelling, pain and stiffness in feet, hands, legs in morning, muscle fatigue, hardening of skin around implant, finger and hand swelling, coldness/pain in feet and hands, visible implant wrinkles and implant migration under arm.